Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon reported that the procedure and post-operation went well. The patient was sent home and five days after the procedure, the patient passed away. There was no bleeding or tissue damage.